Event description:
It was reported that the downstream occlusion seal was peeling. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. The service history review found no evidence of an issue related to the complaint. Visual and functional testing was performed, and the reported complaint was duplicated. The cause of the problem was the glue used when applying the downstream occlusion (dso) seal was not enough. The dso seal will be replaced.